Event description:
Reporting rationale: death. Reporting status: the patient died; unknown if related to the device. Device issue: no deice malfunction has been reported. It was reported via a trial that the pt was emergently taken to the hospital from the nursing home unresponsive after receiving morphine for leg pain due to recent surgery (unknown type of surgery). The pt had acute cardiopulmonary arrest after receiving the morphine (30 mg) and an attempt was made to reverse the effects with narcan; however, the pt was pronounced dead in the emergency room. No autopsy was performed. No additional event or pt info is available.

Manufacturer narrative:
.